Manufacturer narrative:
Correction to h6 "type of investigation" code from "4114 - device not returned" to "10 - testing of actual/suspected device". This report is being supplemented to provide additional information based on follow-up with the user facility, the device evaluation and the legal manufacturer's final investigation. The user facility noted that there was a 15-20 minute delay due to exchanging the olympus device with a non-olympus device to complete the procedure. There were no reports of patient harm. The subject device was returned and evaluated where the reported event was confirmed due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the faulty cable caused the event and prolonged the procedure 15-20 minutes. The following is included in the device IFU and may prevent the event: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that no image was coming when camera head was connected with processor and without camera head connected only color bars were coming which was normal. The issue was found during preparation for use for a therapeutic laparoscopic cholecystectomy. The procedure was completed by using similar non-olympus device. There was no report of patient harm associated with the event. This report is related to linked patient identifier (B)(6).